Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
(B)(4) received a report in (B)(6) 2022 of a patient in (B)(6) who in 2017 received coolsculpting treatments to the upper and lower abdomen with the coolmax applicator and submental area with the coolmini applictor and developed paradoxical adipose hyperplasia. The patient was diagnosed with paradoxical adipose hyperplasia in (B)(6) 2019. It was reported the patient had corrective liposuction surgery. The patient may be experiencing paradoxical adipose hyperplasia recurrence. Tissue is described as hard and large. It was reported the patient has gained 600 grams of weight since liposuction surgery.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report in february 2022 of a patient in (B)(6) who in 2017 received coolsculpting treatments to the upper and lower abdomen with the coolmax applicator and submental area with the coolmini applicator and developed paradoxical adipose hyperplasia. The patient was diagnosed with paradoxical adipose hyperplasia on (B)(6) 2019. It was reported the patient had corrective liposuction surgery. The patient may be experiencing paradoxical adipose hyperplasia recurrence. Tissue is described as hard and large. It was reported the patient has gained 600 grams of weight since liposuction surgery.

Event description:
Allergan aesthetics received a report in february 2022 of a patient in australia who on (B)(6) 2018 received coolsculpting treatments to the upper and lower abdomen with the coolmax applicator and submental area with the coolmini applicator and developed paradoxical adipose hyperplasia. The patient was diagnosed with paradoxical adipose hyperplasia in (B)(6) 2019. It was reported the patient had corrective liposuction surgery. The patient may be experiencing paradoxical adipose hyperplasia recurrence. Tissue is described as hard and large. It was reported the patient has gained 600 grams of weight since liposuction surgery.

Manufacturer narrative:
H11 - corrected data: g3 of the previously submitted report should have been captured as 15/jun/2022. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.